Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the left anterior descending (lad) artery. A 5.00x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the lesion with no resistance and inflated twice to 20 atmospheres (atm) when the balloon ruptured. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.h6: device code 2017 above rbp was removed.

Event description:
Subsequent to the initial filed report, the following information was received: a 5.00x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the lesion with no resistance and inflated twice to (B)(4) atmospheres (atm) when the balloon ruptured at 18 atm. An unknown device was used to successfully complete the procedure. No additional information was provided.